Event description:
Nellcor puritan bennett rec'd info alleging that the ventilator stopped cycling while in pt use. Pt expired. The nellcor puritan bennett customer svc engineer (cse) inspected the device. The unit passed extended self testing.

Manufacturer narrative:
This ventilator is a property of hillrom. As per hosp risk mgr and hillrom, no allegation of ventilator malfunctions. Several attempts were made for add'l info but no customer response rec'd. A f/u report will be submitted when new info becomes available.